Manufacturer narrative:
Section a4: unknown/ not provided. Asku. Section h3: the device was not returned for evaluation, as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded tecnis synergy intraocular lens (iol) was explanted from the patient's right eye (od) due to intolerable visual side effects of the iol implant. It was learned that the visual symptoms were blurry vision and halos. The lens was replaced with a monofocal iol of the same diopter power size as the original iol. Patient outcome from the replacement iol noted as patient much happier. Additionally, it was noted that the left eye (os) was also implanted with the same model and diopter size as the one implanted in the right eye. It was learned that the visual symptoms for os were also blurry vision and halos which the patient is still experiencing as the iol remains implanted in the os. It was noted that the extent of visual symptoms made the patient unable to read and have issues with distance vision. No other information was provided. This MDR report pertains to the right eye (od). A separate report will be submitted for the left eye (os).